Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06625. It was reported, the pt experiences heating while charging. The pt stated, the heating is uncomfortable. It was also reported, the pt experiences discomfort at her ipg site. The pt reported, the pain comes and goes, but she believes it is because, the ipg has moved, and it now resting lower. The pt stated, she was implanted to treat migraines and she has not been using the scs system as much. The pt is considering having the system removed. A new replacement charging system was sent to the pt to address the heating issue. The pt was advised to consult with her physician regarding the discomfort at the ipg site. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.